Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure to treat a left supracondylar humerus fracture with an unknown quantity of screws and two plates on (B)(6) 2015. The patient was involved in a motor vehicle accident on unknown date after implant surgery. The patient reported blistering and a screw head protruding over lateral aspect of elbow following motor vehicle accident. The patient returned to operating room on (B)(6) 2015 for removal of the protruding locking screw. A wound culture was also taken during the revision surgery. On (B)(6) 2015, the culture results were determined to be positive for infection; however, the type of organism unknown. The patient did not follow up with recommendation for antibiotic therapy and returned to surgeon office on (B)(6) 2015, with draining pus from wound. An x-ray taken on (B)(6) 2015 revealed a broken locking screw. The patient returned to the operating on (B)(6) 2015 and had locking screw and two plates removed due to broken locking screw, infection and loss of reduction. The patient was re-plated successfully. There was no further patient harm or additional information reported. The first revision surgery involving the removal of the protruding locking screw was addressed and reported under related complaint number (B)(4). This report addresses the second revision surgery and events. This is report 3 of 3 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reported. Event date: unknown. Additional device product code is hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.